Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete entry section a1 - patient identifier = (B)(6). Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity I processing module for a 14-year-old male patient. The physician questioned the result as it was inconsistent with the patient¿s clinical presentation. Due to the elevated troponin result, an EKG was performed and was reported as normal. The following data was provided: reference range: < 35 ng/l for males. Sid: (B)(6). First sample: initial run: 01apr2026 at 10:45 am = 79.0 ng/l, repeat run: 01apr2026 at 3:42 pm = < 2.7 ng/l. Second sample: <2.7 ng/l. Third sample: <2.7 ng/l . No impact to patient management was reported.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity I processing module for a 14-year-old male patient. The physician questioned the result as it was inconsistent with the patient¿s clinical presentation. Due to the elevated troponin result, an EKG was performed and was reported as normal. The following data was provided: reference range: < 35 ng/l for males. Sid: (B)(6). First sample: initial run: (B)(6) 2026 at 10:45 am = 79.0 ng/l, repeat run: (B)(6) 2026 at 3:42 pm = < 2.7 ng/l. Second sample: <2.7 ng/l. Third sample: <2.7 ng/l . No impact to patient management was reported.

Manufacturer narrative:
Sections d3 email and g1 mfg site email were updated. Multiple parts were checked and calibrated when troubleshooting the issue. No parts were replaced, therefore, the alinity I processing module, serial number (B)(6) will be investigated for generating the false positive result. However, sample integrity could not be ruled out. The service history for alinity I, serial number (B)(6), returned no additional complaint tickets for false elevated troponin patient results. A review of tracking and trending did not identify any trends for the alinity I processing module regarding the current issue. Manufacturing documentation for the alinity I processing module did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity I processing module for serial (B)(6) was identified.